Event description:
Covidien received info of ventilator display being blank. The malfunction did not occur during pt use.

Manufacturer narrative:
Covidien ref number: (B)(4). The covidien customer support engineer (cse) inspected the device and verified the customer reported problem. The cse replaced the graphical user interface (gui) central processing unit (spu) printed circuit board (pcb), backlight inverter printed circuit boards (pcb's), latch, and housing, which resolved the customer reported issue. The unit passed calibrations and extended self-testing.